Event description:
It was reported to boston scientific corporation that a spaceoar device was implanted during a spaceoar placement procedure on (B)(6) 2024. The patient developed an abscess that required an unspecified surgical intervention. The patient condition was report as stable. Additional information received on february 28, 2024: it was further reported that fiducial markers were placed transperineally before the hydrogel injection during the procedure. The procedure was performed under general anesthesia. It was observed that the abscess was a fistula caused due to a complication that occurred during the medical intervention. The fistula showed three days after the hydrogel implantation. It was drained, the physician noted that a fistula was formed in the anal area. The patient's condition was reported as stable.

Manufacturer narrative:
Correction additional information reported the initial allegation of the abscess was a fistula. Therefore, block h6 has been updated. Additional information block a2, a3, b5, b7, and h6 have been updated based on additional information received on february 28, 2024. Block d4 and h4: the complainant could not report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf patient code e2314 captures the reportable event of fistula.

Manufacturer narrative:
Block d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf patient code e172001 captures the reportable event of abscess.

Event description:
It was reported to boston scientific corporation that a spaceoar device was implanted during a spaceoar placement procedure on (B)(6) 2024. The patient developed an abscess that required an unspecified surgical intervention. The patient condition was reported as stable. No further information has been obtained despite good-faith efforts.